Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in left anterior descending (lad) artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure was completed with different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in left anterior descending (lad) artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure was completed with different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in left anterior descending (lad) artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure was completed with different device. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 24 x 2.50mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in left anterior descending (lad) artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure was completed with different device. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified.